Manufacturer narrative:
(B)(4).title laparoscopic repair of incisional hernia in solid organ-transplanted patients: the method of choice? Source steunstichting esot, volume 27, 2014 (728-735). Date of publication: 9 may 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed due to immunosuppressive (is) therapy, incisional hernias were overrepresented in the organ-transplanted (tx) population with larger defects, a high rate of recurrence, and a tendency toward more seromas and infectious problems. Thirty-one tx/is patients with a control group of 70 non-is patients with incisional hernia (6/7 recurrences) were included in a prospective interventional study. Both cohorts were treated with laparoscopic ventral hernia repair (lvhr). 101 patients received the mesh with the tack. The following complications were noted; one patient had intestinal perforation, one had omental bleeding, one had bladder perforation, three had reoperations, seven had trocar wound cellulitis, two had trocar wound hematoma, ten had hernia sac seroma, three had pneumonia/atelectasis, six had recurrences and one patient had surgery converted to open.